Manufacturer narrative:
Patient weight: unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was opened and attempted to be implanted in a patient¿s right eye. However, the capsular bag broke and a vitrectomy was performed. The lens was inserted then removed and a 3-piece lens of a different model (17.0 diopter) was used as a replacement. There was no patient injury, no post operational issues and the reportedly the patient did well after surgery. It was indicated that the problem was related to patient anatomy. The used implant was discarded at the customer site. No further information was provided.